Manufacturer narrative:
Device was not returned. The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the clinical observation cannot be confirmed and root cause is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm mitral valve implanted seven (7) years was disabled and a transcatheter valve implanted through valve-in-valve intervention due to failed mitral surgical valve. The patient also had a transcatheter valve implanted into native aortic valve. Both mitral bioprosthetic valves remain implanted. The patient was reported to be doing fine.